Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated during a battery change he had to reset the time on the pump; the reporter was not able to confirm if the time was set correctly since the patient originally set the time and the date on the pump. Customer support (cs) reviewed the pump history and noted that the time was not correct. The patient reportedly did not know how to set the time on the pump. It was noted that cs had the patient and the reporter remove the battery in the pump to reset the time and date; the time and date were set correctly and maintained. Cs support spoke to the patient and the reporter at a later time on (B)(6) 2013 and noted that the time and date reset to factory settings. Cs advised the patient and the reporter to make sure the time and date are set correctly on the pump verification screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. It was not clear as to whether or not the time was manually set incorrectly on the pump by the user. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed a time and date reset to factory default after a reboot on (B)(6) 2013 at 7:41 pm. The pump¿s time and date was then manually set to 12:00 am (B)(6) 2013. During evaluation, a timekeeping accuracy test was performed. The pump maintained the time accurately for 5 days during testing, and then the battery was removed from the pump for one hour and the pump had returned to the factory default time and date. The pump was opened and the internal battery was found to be leaking.